Event description:
The accounts maintenance stated he has replaced the casters and now he cannot adjust the brake steer caster. It is either too tight and will not release the brake or will not hold in brake.

Manufacturer narrative:
The accounts maintenance found the brake cable was caught between the bearing and stiffener plate. He replaced the stiffener plate and bearings to repair the bed.